Event description:
A user facility reported to olympus that partial image loss of the endoscopic image on the lower half of the screen occurred. The problem, as reported to olympus, occurred prior to the examination. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction, as there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.